Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. Per complaint details of the clinical medical investigation, the device malfunctioned/fractured during use. Based on the information provided, there was no surgical delay or patient injury/impact as all fragments were recovered and the procedure was completed with same device. Therefore, no further medical assessment is warranted at this time. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, the collar around central dial of journey dcf ap femoral cutting block 4 broke during impaction. All broken pieces were recovered from patient's wound and the procedure was finished using the same device with no surgical delays. There was no injury to the patient.